Event description:
The explanting surgeon reported that in 2000 a pt with unknown medical history underwent removal of aortic valve homograft at 12 years post-implant due to developing aortic stenosis and aortic insufficiency. The pt received a 27 mm aortic free style bioprosthesis.